Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, "during preparation for the procedure, the device was tested and it would not come out of the sheath." The procedure was completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.